Event description:
It was reported that the lead had an elevated sensing integrity counts. Follow up information revealed that the lead had t-wave oversensing. The lead remains in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=4.6 counts avg/day, in 71.48 days, between (B)(6) 2012 12:44:50 and (B)(6) 2012 00:17:05.